Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles. The patient alleged headaches. No medical intervention was required by the patient. The device has not yet been returned to the manufacturer for evaluation and there is no contact information for the initial reporter to gain additional information on the device. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
In box b: describe event or problem will be: a device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging headache. During the evaluation of the device at the third-party service center, the device was visually inspected and no visible foam particles were observed. The device was scrapped. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. In box d: product UDI (rfb), product UDI, operator of device - other are updated in this follow-up. In box g: report source (rfb), report source, report source - other, date received by mfg are updated in this follow-up. In box h: (device) problem code grid, evaluation method code grid, evaluation results code grid, component code grid, conclusion code grid, remedial action init (rfb), remedial action initiated, recall (z) number (rfb), recall (z) number are updated in this follow-up.